Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device has a delaminated downstream occlusion (dso) seal, damaged rear label, and requires a software upgrade. Occurred during testing. There was no patient involvement.

Manufacturer narrative:
Received one device, customer complaint of, delaminated downstream occlusion (dso) seal confirmed through visual inspection. Upon further investigation, found deteriorated upstream occlusion seal (uso). Both replace and passed all functional testing. Additionally, inspection was unable to confirm the concern of damage label. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.